Event description:
Maude report ((B)(4)) voluntarily submitted by patient states that s/he was revised to address groin and thigh pain and elevated levels of chromium and cobalt which caused deterioration of the bone.

Manufacturer narrative:
The devices associated with this report were not returned. This report, and the additional related complaint found against this product/lot combination, are believed to be duplicate reports involving this same patient and revision surgery. Another report against the femoral head involving a different patient was identified; however, it is unknown if this report found is related as no reason for revision was given in this report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.